Manufacturer narrative:
Testing of actual/suspected device(10) a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked unit for a helium leak by starting unit up and running on a test balloon and there was no indication of helium leaking. Then, fse ran unit through the helium leak tests as per the cardiosave's service manual and all passed and within factory specifications. Consequently, fse re-assembled the unit and ran on a test balloon again with no issues. Lastly, fse ran unit through a complete calibration and electrical safety test and the unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings. Health effect ¿ impact codes, investigation conclusions), h10, h11. Corrected field: b5, b6, b7, d11, d5, g1 (contact person ¿ mfg site).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak; the customer thought they heard an audible leaking noise. It is unknown under which circumstances the event occurred; however there was no patient involvement and no adverse event was reported.